Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because a report of a sudden change in symptoms is an allegation of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; root cause of the sudden change remains unknown. Product ID: 3057-1sc, lot# n488600, product type: screening device. (B)(4).

Event description:
(B)(6). The consumer reported they started their trial on (B)(6) 2015. (B)(6) went fine. On (B)(6), around 11pm, the patient started having problems. The patient could not go to the bathroom and did a catheter. It was full of blood and blood clots. The patient did five different catheters to finally get it broken up. Every time he did it, he got blood clots. He turned the device off and went to the emergency room (ER). They tried three different catheters and could get nowhere. The patient was put in an ambulance and sent to a hospital in (B)(6). The patient was there from 4am to 11am and had four people working on him. He had huge blood clots and they were having trouble getting the catheter in. They had to irrigate by hand and try to get the blood clots out. The health care professional (hcp) on call was the same one from the clinic that the patient was doing the de vice trial with. The hcp put a huge catheter in ,so that it would not get blood clots. The patient was told to keep it on for a week. They got all the blood clots out and put a catheter in. The patient was scared to turn on the machine. He did not know if it made s ense to have the trial device on with the catheter in. He came home from the hospital on (B)(6) 2015 and was absolutely zoned because they gave him so much pain medicine. The patient had not followed up with the hcp yet. They had just woken up from a call from the manufacturer support group. The patient called to find out if this had happened to any other patients. The change in therapy/symptoms was sudden. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. (B)(6) 2015 lfc (hcp): additional information received from the hcp reported diagnostic tests included full scan, bladder and residual scan, foley catheter with irrigation, and cystoscopy. The cause of the clots was undetermined but "not related" to the device. The blood clots and retention issues were "completely" resolved, and the trial leads were discarded when removed at the end of the trial.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported they started their trial on (B)(6) 2015. (B)(6) went fine. On (B)(6), around 11pm the patient started having problems. The patient could not go to the bathroom and did a catheter. It was full of blood and blood clots. The patient did five different catheters to finally get it broken up. Every time he did it he got blood clots. He turned the device off and went to the emergency room (ER). They tried three different catheters and could get nowhere. The patient was put in an ambulance and sent to a hospital in (B)(6). The patient was there from 4am to 11am and had four people working on him. He had huge blood clots and they were having trouble getting the catheter in. They had to irrigate by hand and try to get the blood clots out. The health care professional (hcp) on call was the same one from the clinic that the patient was doing the device trial with. The hcp put a huge catheter in so that it would not get blood clots. The patient was told to keep it on for a week. They got all the blood clots out and put a catheter in. The patient was scared to turn on the machine. He did not know if it made sense to have the trial device on with the catheter in. He came home from the hospital on (B)(6) 2015 and was absolutely zoned because they gave him so much pain medicine. The patient had not followed up with the hcp yet. They had just woken up from a call from the manufacturer support group. The patient called to find out if this had happened to any other patients. The change in therapy/symptoms was sudden. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.